Event description:
Prior to placement, a hole in the catheter was observed 7 1/4" from the valve tip end.

Manufacturer narrative:
The implicated product is a 3.0 fr. Single lumen catheter in an intermediate tray. The product rec'd for evaluation is the 3.0 fr. Catheter. The catheter measures 23.9 inches long. The 5-dot depth marker is the most proximal landmark 3.6 inches distal to the catheter's proximal end. A lot history review reveals no unresolved mfg issues and one other complaint for this lot from a different source that is unconfirmed. Documents in the complaint file show that a leak was found 7.25 inches proximal to the catheter's distal tip during insertion. Tactual examination of the catheter is unremarkable. No damage or defect is observed throughout the length of the catheter while examining it under 5x - 15x magnification. Catheter patency is demonstrated by flushing and aspirating water with a 10cc syringe. The catheter's proximal end is accessed using a 3.0 fr. Connector. No leaks are found when the catheter's distal tip is occluded and the lumen is pressurized until the tubing bulges and is forced off the connector stent by the infusion pressure. The complaint of a leak during insertion is unconfirmed. Functional and microscopic examinations could not detect any damage or defect in the returned complaint sample.